Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with a cannula on it, the suture material and anchor were on the insertion device but had been off as the suture material is not at the original tension. The suture material is still through the suture window of the anchor. There is biological debris on the anchor, insertion device and suture material. A review of the customer provided image finds the insertion device and the anchor with suture material through the suture window but not attached to the insertion device. A functional evaluation could not be performed due to the condition in which the device was received. This device is single-use, therefore, the results of a functional test would be inconclusive. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after the suture knot was tightened, the handle could not be pulled out, finally, the footprint ultra anchor was pulled out. There was a back up device and it is unknown if there was a delay. No further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).